Event description:
A customer contacted baxter's technical service center regarding an issue with the heater bag during fill 1. The home patient (hp) only changed out the cassette and not the bags. The hp needed assistance to get the door to open to reset up again. The technical service representative assisted to reset the hc back to "load cassette". There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of use error was confirmed based on the user's report of reusing a solution bag. The cause of the use error is undetermined; current labeling instructs users to discard used supplies following therapy. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Use error, sample not requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.